Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced rising blood glucose while using the ilet with a cartridge and cd infusion set, with sensor readings increasing from 273 mg/dl to 290 mg/dl after a recent supply change and minimal latte intake; the user confirmed insulin flow during a fill-tubing-only procedure, noted no leaking at the cartridge or connector, and performed a full site change as guided. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.